Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level over 600 mg/dl and was in diabetic ketoacidosis. Elevated bg was addressed by a correction bolus via the pump and manual insulin injection. Reportedly, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of b5 saline with potassium and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to obtain a release date from the ICU; however, no response was received.